Manufacturer narrative:
Additional information: there was no product sample returned for evaluation; therefore, the condition of the product could not be verified. There was no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. An internal investigation has been opened to address reports of a similar nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported leaky trocar valves during an unknown quantity of vitreoretinal procedures. The procedures were completed without consequences to the patients.